Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye and functional leak testing were performed, which revealed a leak at the patient connector heat seal bead. Clear passage test and clamp function test were performed with no issues noted. The reported condition was verified. The cause was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was liquid leakage on the connector of a homechoice cassette patient line. This was identified during patient use for peritoneal dialysis. It was stated that "the prime phase passed". There was no patient injury or medical intervention associated with this event. No additional information is available.